Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) test results when using the unicel dxi 800 access immunoassay system for four patients. The results were above their risk cutoff (0.04 ng/ml); however all ckmb results were normal. The erroneous test results were reported out of the laboratory. The results were questioned by the physicians. Subsequently all patients were redrawn and the samples were repeated on another instrument which recovered all results within the normal reference range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The samples were collected in green top lithium heparin tubes and spun in a statspin centrifuge for 3-1/2 minutes. Days before the event at least two levels of quality control (qc) had to be repeated multiple times before results were within range. The customer changed aspirate probes and recalibrated the assay using same reagent and calibrator lots. Qc continued to be out high intermittently. The field service engineer (fse) was dispatched. The fse determined that aspirate probe 1 was slow and found the peri tubing was worn. The fse replaced the peri tubing to all three aspirate probes. He also found all four reagent pipettor tips to be worn and they were replaced as well. The alignments of the gripper spinners on the dispense plate were performed and the foam/no foam test done. All portions passed well. Finally a precision run using low level qc was performed showing good precision. Root cause remains unknown, however it may be hardware related. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.